Manufacturer narrative:
The root cause investigation determined the issue was due to leakage in tube of the rinse station which was resolved by exchanging the tube. Incorrect rinsing may cause the effects described, the quality control should also show similar behavior. No adverse event was reported.

Event description:
The customer received a questionable hemoglobin a1c gen.2 (hba1c) on their c501 analyzer. The customer was not sure if the discrepant result was obtained on (B)(6) 2011 or (B)(6) 2011. The patient's initial hba1c result was around 9.7% and it was reported outside the laboratory. Due to previous discrepant results, the customer repeated the sample on an integra 800 (serial number (B)(4)). The repeat result was 5.0% or 5.1%. The customer considered the result of around 9.7% to be incorrect. The customer immediately notified the physician and issued a corrected report. The patient was not treated and there was no adverse event due to the erroneous result that was reported out. The hba1c reagent lot number was 63434401 and the expiration date was 03/31/2012. The field service representative found defective rinse mechanism tubing causing improper washing of reaction cells. He replaced the rinse mechanism tubing. He verified the analyzer was working properly by running a diagnostic check. Performance testing was run. All results were within specification.